Manufacturer narrative:
This report is filed june 23, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver stimulator through the skin flap. Revision surgery is planned; however, has yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. Reimplantation is planned but had not taken place at the time of this report, september 29, 2016. This report is filed september 29, 2016. Device not yet returned to manufacturer.

Manufacturer narrative:
This report is filed on february 17, 2017.